Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The left plunger case was cracked by the screw boss molding. The device passed functional/delivery testing. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: left plunger case, battery and interconnect board were replaced. The barrel clamp guide barrel clamp rod and barrel clamp spring were already completed. Preventative maintenance was also performed. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that the pump showed force sensor error, battery failure and the base was not responding. No patient injury was reported.